Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a 41 mm diameter thoracic aortic aneurysm. Vessel morphology was reported as the diameter of proximal aortic neck was 26 mm, length of proximal neck was 60 mm, diameter of distal aortic neck was 23 mm, length of distal neck was 12 mm and minimum diameter of main access vessel was 9 mm. The shape of the proximal and distal neck was parallel sides. Adjunctive procedures of revascularization of coeliac trunk and fem-fem bypass were performed during the thoracic stent graft implant procedure. It was reported that the patient suffered from respiratory depression or failure. The respiratory insufficiency decompensation was treated with medication and non-invasive ventilation. Event resolved and the patient recovered on the same day. The investigator assessment states that the event is not related to the device or procedure. Another adverse event was also reported that the patient suffered from pancreatitis. There was acute pancreatitis due to the surgical procedure of bypass at celiac trunk level. Medication was given. Event resolved and the patient recovered. The investigator assessment states that the event is not related to the device or procedure. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: the patient had thrombosis that resulted in prolonged hospitalization. There was thr ombosis of the ileo-hepatic bypass without any ischemic consequence, since the bypass had been revascularized during the same procedure in order to increase the distal anchorage zone. The patient was given medication. The event was resolved. The investigator assessed the event to be related to the procedure and not related to the device. The patient was re-hospitalized without visceral ischemic anomaly, due to fever with critical ischemia of a limb. The investigator assessed that the event was not related to the aortic procedure.